Event description:
Customer reported that the date and time was not correct on the css console monitoring computer while supporting a patient. The date and time were reset and a new patient file was started. There was no patient impact. Other than the date and time, no other change in functionality of the monitoring computer occurred. The computer monitoring and display performance was not affected. Other than the date and time, no other change in functionality of the monitoring computer occurred. The computer monitoring and display performance was not affected. This alleged failure mode poses no risk to the patient because the computer is a monitoring device only and does not control the ability of the css console to continue to perform its life-sustaining functions. An investigation will be conducted by syncardia.